Manufacturer narrative:
(B)(4).

Event description:
Procedure type: chemosite removal. According to the reporter: in 2004, a chemosite was implanted in the pt. On the (B)(6) 2013, the catheter was removed at the hosp of (B)(6) and a fragment of the catheter (10 cm long) was noticed in the subclavian vein. On (B)(6) 2013 at the hosp (B)(6), the surgeons tried to remove this fragment with a catheter through a femoral artery access without success also after several attempts. At present, the pt hold the fragment waiting for the decision to make another surgery.